Manufacturer narrative:
The device used in treatment was returned for evaluation establishing a relationship between the reported event and the device. The visual evaluation found no defects, the functional evaluation confirms that the device could not operate due to battery failure. A review of manufacturing records for the reported lot number found no non-conformances or anomalies during production and the device met all specifications upon release into distribution. A complaints history for the reported events has been reviewed revealing further instances and further instances of this event are being monitored to determine if additional actions are required. This investigation is now complete with no further action deemed necessary, please be assured that all products are released to market following rigorous quality checks during production and prior to despatch. By acknowledging and investigating your complaint this collaboration enables us to drive our passion to continuously review, improve and steer our shared purpose of providing the best possible outcome for customer and patients. Smith and nephew take all customer complaints and concerns seriously, we strive to have the best understanding of our patients needs and have built a strong culture of care, collaboration and courage to offer a service which we are proud of.

Event description:
It was reported that a renasys touch device was not charging properly. The customer tried to charge with the spare charger but this did not work either. She left it charging a whole night and checked the next day but still was not taking on power. It is unknown if a back-up was available. No patient harm.